Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10212471. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
Migration of the 4.5x22mm stent, no distal tip delivery wire (enc452200/10212471) during and after (until 2 weeks after) the procedure from posterior cerebral artery into the basilar artery. Cfr supra. The doctor left the stent in place after the movement of the stent.

Manufacturer narrative:
Complaint conclusion updated with film review received 10/22. Nine days after placement, when the patient returned for coiling of the basilar tip aneurysm, proximal migration of the 4.5x22mm enterprise vrd, no distal tip delivery wire (enc452200/10212471) from the posterior cerebral artery (pca) into the basilar artery (ba) was observed. The stent no longer covered the aneurysm neck. No additional intervention was performed in response to the migration. The stent was left in place after the movement of the stent. It was reported that no additional intervention was performed in response to the migration and the aneurysm was able to be coiled without placement of another stent. The cause of the migration was not due to attempts to cross the stent with a wire or microcatheter and there was no stent movement during the index procedure. At index procedure the enterprise was placed from the pca to ba with parent vessel diameter of 2mm proximally and 1.5mm distally. After deployment the stent extended at least 5mm beyond both the proximal and distal neck of the aneurysm. The stent fully expanded with good wall apposition between all areas of the stent and the vessel. The stent did not migrate into another vessel away from the initial implant site. A jailed technique was not used for the case. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10212471. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Received images were subsequently reviewed by an independent interventional neuroradiologist. It was reported that the images were calibrated for measurements. Such measurements were taken using digital jacket software, and the images representing such measurements were saved as tif files in the appropriately labeled directory structure on the memory card that was provided. The case was reviewed with the following questions in mind: was the anatomy appropriate for device deployment, meeting label requirements? Was the device placed appropriately, with appropriate distal and proximal parent vessel coverage? Was there any manipulation done beyond standard practices? Removing vrd delivery catheter and wire or placing a microcatheter into the aneurysm crossing the vrd struts are considered standard practice. Can the unexpected movement of the vrd by confirmed? How much of the distal parent vessel coverage remained after migration? The reviewer reports that this case is an unruptured basilar tip aneurysm that was intended to be treated with a staged procedure. As the first stage a vrd was placed from the basilar artery into the right pca p2 segment. The aneurysm size is 7.15x8.99 mm. Distal parent artery coverage is 12.03 mm. The distal parent artery diameter is 2.32 mm, the proximal diameter is 3.9 mm. The deployment of the device seems to be uneventful. At the next stage, nine days later, the reviewer reports being surprised to see completed migration of the vrd, with distal markers in the aneurysm dome. The mechanism here must have been watermelon seeding: first a caudal movement from the smaller pca to the larger basilar artery, later a cranial movement from the smaller basilar artery to the larger aneurysm dome. Eventually the operator took advantage of this ice cream cone position of the vrd and coiled the aneurysm completely. The reviewer further summarizes that the enterprise vrd device was placed appropriately regarding the technique and the distal marker position. The device was however placed in a very small vessel, 1.66mm in this case. Initial parent vessel coverage proximally and distally was good. There was no manipulation with any of the devices that would exceed usual practice by a trained expert. The unexpected movement of the vrd was confirmed. The fact that the device was a ¿no distal tip¿ had no effect on the results. The device was placed accurately, deployment was not an issue. The reviewer reports the mechanism of watermelon seeding as the primary cause of device migration. Device manipulation by the operator was not an important factor. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). With review of the available information it is noted that it was reported that the device was implanted in a vessel with a diameter less than the recommended size of 2.0-4.0mm with delayed coiling of the aneurysm. Vessel size and taper and aneurysm neck characteristics along with delayed coiling are factors that may have contributed to the event. A large differential in diameter between the proximal and distal segments of the parent vessel as outlined in the IFU is a factor that may increase the risk of stent migration. It appears that clinical factors may have impacted the stent migration. With review of the device history records and reported information, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Nine days after placement, when the patient returned for coiling of the basilar tip aneurysm, proximal migration of the 4.5x22mm enterprise vrd, no distal tip delivery wire (enc452200/10212471) from the posterior cerebral artery (pca) into the basilar artery (ba) was observed. The stent no longer covered the aneurysm neck. No additional intervention was performed in response to the migration. The stent was left in place after the movement of the stent. It was reported that no additional intervention was performed in response to the migration and the aneurysm was able to be coiled without placement of another stent. The cause of the migration was not due to attempts to cross the stent with a wire or microcatheter and there was no stent movement during the index procedure. At index procedure the enterprise was placed from the pca to ba with parent vessel diameter of 2mm proximally and 1.5mm distally. After deployment the stent extended at least 5mm beyond both the proximal and distal neck of the aneurysm. The stent fully expanded with good wall apposition between all areas of the stent and the vessel. The stent did not migrate into another vessel away from the initial implant site. A jailed technique was not used for the case. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10212471. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent remains implanted. Stent migration is a known potential adverse event associated with the use of the enterprise vrd as outlined in the instructions for use (IFU). With review of the available information it is noted that the device was implanted in a vessel with a diameter less than the recommended size of 2.0-4.0mm with delayed coiling of the aneurysm. Vessel size and taper and aneurysm neck characteristics along with delayed coiling are factors that may have contributed to the event. A large differential in diameter between the proximal and distal segments of the parent vessel as outlined in the IFU is a factor that may increase the risk of stent migration. Although no definitive conclusion can be made, the stent migration may have been impacted by clinical factors. With review of the device history records and reported information, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.